Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for chronic pain. It was reported the patient had a pump malfunction (unspecified) and needed a pump replacement; however, the hospital had run out of pumps. No further complications were reported.